Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time, and no additional service information was provided.

Event description:
The customer reported multiple errors and the system required a reboot each time to maintain functionality. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.